Event description:
Additional information received reported that the patient's pump was in an off state. The patient had the pump turned off a "couple months ago" (prior to latest report date). As previously reported, the patient felt the pump did not provided proper therapy, and further stated "the pump delivered therapy sometimes and sometimes it did not", which was therefore the reason for having the pump turned off. The patient heard the critical alarm on the pump a month after the pump was turned off. Further reported, the patient was in the hospital 4 days ago (prior to latest report date) for pain in the area of the pump; reporter did not have details of pain. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that patient heard "two types of beeps" both non-critical and critical alarms, however telemetry was not performed. The patient lost insurance coverage and had not obtained a refill. It was not known how long it had been since the last refill or when the alarms started, although patient felt the refills had been about every 5-6 months. Patient experienced withdrawal and was hospitalized a couple of times due to withdrawal symptoms. He also experienced increased baseline pain. It was stated that he had been having "lots of trouble for quite a while" and that the therapy worked initially but then there seemed to be sporadic delivery. It was further stated that during past refills patient had noticed that there was always liquid leftover in the syringe when the refill was complete. Other than the x-ray taken to check placement following implant, any other diagnostics were not known to the reporter. Drugs delivered via the device were morphine, hydromorphone, clonidine and baclofen. Further information has been requested; a supplemental report will be sent if additional information is received.

Event description:
After additional review, it was noted that the patient would receive sporadic therapy. It was stated that sometime the patient would not receive enough medication and others where he would ¿pass out.¿ it was noted that the patient was nervous and scared of ¿what might be going on inside him.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709 , (B)(4), implanted on: (B)(6)-2006 , explanted on: unk; connector model: 8575 , lot # n075625, implanted on: (B)(6)-2006, explanted on: unk; programmer model: 8832, (B)(4). (B)(4).